Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer's site for system inspection. The cse replace the aspirate probe/wash guide service kit, 2 way valve and 3 way valve service kits, and tubing. The assay was recalibrated, and the cse performed a precision check with quality control material with acceptable results. The cause for the (B)(6) result obtained on a diluted (B)(6) patient sample is unknown. There is no patient sample available for further testing. No conclusion can be drawn. The (B)(6) instruction for use (IFU) in the results section states the following: "samples reported as redilute require further dilution for confirmation." Cse precision check: (B)(6) qc precision check results: (B)(6). Havt qc precision check results: (B)(6). The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A (B)(6) result was obtained on a dilution (B)(6) patient sample. The customer observed with a re-dilute flag when (B)(6) testing was initially performed, however prior to diluting the sample for (B)(6) testing, the sample was run neat confirming the (B)(6) results. There are no reports that treatment was altered or prescribed or adverse health consequences due to the (B)(4) diluted (B)(6) result.